Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0aqkr, product type: lead. Product ID 3889-28, lot# va0aqkr, implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient described sensation in back by battery. The patient stated it felt as though first and second toes are separating. There was no surgical intervention occurred. It was suggested patient to shut device off for a period of time and see if issue resolves. The patient's indicators were for fecal incontinence gastrointestinal/ pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Addition information reported that the sensation in the back and feeling like toes separated has not been resolved. The patient was just asking questions because she has a few problems and would like to know if others are experiencing these too. Maybe some doctor has found a solution and you can share it with her. The patient device is implanted in the right hip. On the right foot the big toe and the long toe have separated gradually over the past two years. The space between them was about half inch. The left foot has not done this. The patient does have rheumatoid arthritis (ra) but my podiatrist stated this was not related to ra. Also from time to time patient felt warmth on the back top of the leg like something warm has touched her. It last from 10-25 seconds.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.